Event description:
It was reported that during implant there was an issue with the set screw. Set screw failure on either svc or rv was reported. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the rv and svc setscrews could not fully travel through the connector block. The setscrews thus could not connect onto the lead pins of the rv and svc bores. No issue with the remaining a and v setscrews was noted during analysis.